Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed evidence of subluxation of the joint, staining, deformation and scratching of the bearing surfaces.

Event description:
It was reported that patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Implant and explant dates are unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. Initial reporter telephone: (B)(6).